Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer did not treated high blood glucose. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they received insulin flow block alarm. The customer declined further troubleshooting. Customer will continue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin flow blocked alarm and high blood glucose found on 26 february 2022. The test p-cap locks properly in place in the reservoir compartment noted. Thump was utilized and downloaded trace/history files properly. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0868. Confirmed pump alarm insulin flow blocked alarm on 02/26/2022 at 22:38:00.000 during basal in insulin pump downloaded history. Insulin pump was cut open to perform visual inspection and found no evidence of moisture or physical damage¿on the motor, electronic stack and force sensor. The following were noted during visual inspection: pillowing keypad overlay. In summary, insulin pump passed all required testing. Customer allegation for insulin flow blocked alarm and high blood glucose was not confirmed. No unexpected insulin flow blocked alarms noted during testing.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.